Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a total knee arthroplasty, the patient is experiencing pain, clicking/popping noises, and the cap appears to be sunken into the knee.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint was not confirmed therefore a root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.